Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-20, information was received from a consumer regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. About 3 weeks after the pump was implanted, it was removed due to an infection ¿she got from the pump.¿ additional information has been requested regarding the drug information, the patient¿s medical history and concomitant medications, diagnostics and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.